Event description:
Patient reported that her whisperject device has not been functioning properly. The button will not work and last night she had to manually inject with glatiramer syringe, no further information provided. Patient did not provide lot and unknown if patient is available for return. No adverse event reported. No missed dose reported. Reported to (B)(6) by pt/caregiver.